Event description:
During an implant procedure, the physician was unable to connect the right ventricular (rv) lead into the header of the device. A new device was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
As received, a torque driver was unable to engage the rv df4 set screw during testing. Septum material was observed inside the set screw hex cavity, and the set screw was stripped. The reported event of set screw anomaly was confirmed.